Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure, phrenic nerve paralysis was observed during ablation of the right superior pulmonary vein (rspv). Elevation of the diaphragm was confirmed the day after the procedure by x-ray; however, the patient was asymptomatic and released per standard hospital protocol.